Event description:
One endeavor sprint otw drug-eluting stent was deployed to the prox rca. Post procedure residual stenosis was 0% with timi 3 flow in both lesions. Approx 1 week after the index procedure, the pt was hospitalized with pneumonia. Pt recovered with treatment and was discharged. In the investigator's opinion, the event was not related to the study device, procedure or drug. It was reported that pt died approx 3 weeks after the index procedure. The cause of death is unk, in the investigator's opinion the death was not associated with a myocardial infarction or stent thrombosis and the relationship to the study device, procedure and drug is remote.

Manufacturer narrative:
(B)(4). Eval result: (death).